Event description:
It was reported that the patient presented to the ER as they were distressed because their implantable cardioverter defibrillator (ICD) was beeping. The patient's device was interrogated and the right ventricular (rv) lead exhibited short interval counts (sic) and noise. The patient also had non-sustained ventricular tachycardia. The lead was reprogrammed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead: (B)(6) 2003. A 4193 implantable pacing lead: (B)(6) 2003. (B)(4).